Event description:
This lead was explanted and replaced due to high impedances and high thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 5 cm distal to the is-1 connector pin. All fragments were received for analysis. The distal fragment was found elongated.the visual inspection of the returned fragments showed abrasion marks along the lead body. In particular, between 6 cm and 13 cm proximal to the lead tip the inspection revealed a rubbed through insulation. Blood penetrated the lead. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. In addition, cuts in the insulation were observed which occurred most likely during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause.